Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm noted. Unable to verify failed battery test alarm or perform the functional testing, including the run current, off no power test, self-test, a21 error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery tests due to button keypad anomaly. No moisture damage was found inside the insulin pump. The insulin pump passed idle current test. No frozen screen or blank display anomaly noted. The insulin pump had cracked case at the display window corners, battery tube threads, minor scratched and cracked display window and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device froze after the device was replaced. Buttons were unresponsive. Customer's blood glucose was 254 mg/dl. Device indicated that it did not pass the battery test. Customer mentioned when the button was pushed, a menu would pop up and the screen would turn off. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professional's instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.